Manufacturer narrative:
A traceability analysis was carried out. None of the similar cases reported to us come from the same batch number. Product record does not show supporting data for this incident.without the return of the product, we are unable to draw any conclusions.

Event description:
On (B)(6) 2025, due to intraventricular hemorrhage, the patient underwent right intracerebral hematoma removal + left ventricular external drainage + intracranial pressure monitoring to drain cerebrospinal fluid to reduce intracranial pressure and monitor intracranial pressure changes. Blood leakage was found in the drainage tube on (B)(6) 2025, and the drainage tube was immediately ligated, and no leakage was found after ligation. The leakage of fluid may cause intracranial infection in the patient.

Event description:
On (B)(6) 2025, due to intraventricular hemorrhage, the patient underwent right intracerebral hematoma removal + left ventricular external drainage + intracranial pressure monitoring to drain cerebrospinal fluid to reduce intracranial pressure and monitor intracranial pressure changes. Blood leakage was found in the drainage tube on (B)(6) 2025, and the drainage tube was immediately ligated, and no leakage was found after ligation. The leakage of fluid may cause intracranial infection in the patient.

Manufacturer narrative:
As the device will not be returned to sophysa, no analysis can be carried out. We are therefore unable to conclude on this case, and the file is closed for us.